Event description:
It was reported that the surgeon was using an osteotome and the ball broke off. They used intraoperative imaging to find the fragment. The surgery was completed with a different osteotome with a delay of one hours.

Manufacturer narrative:
Investigation in progress but not yet complete.